Event description:
It was reported that during an interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) a message was displayed indicating the device should be changed out due to an inability to upgrade. It was noted that approximately six months earlier, the estimated remaining longevity was 54%. After the message was observed the estimated remaining longevity was 16%. There was a concern the battery was depleting earlier than expected and data from the device was sent for analysis. Data analysis confirmed the battery appeared to be depleting more quickly than expected and device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that during an interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) a message was displayed indicating the device should be changed out due to an inability to upgrade. It was noted that approximately six months earlier, the estimated remaining longevity was 54%. After the message was observed the estimated remaining longevity was 16%. There was a concern the battery was depleting earlier than expected and data from the device was sent for analysis. Data analysis confirmed the battery appeared to be depleting more quickly than expected and device replacement was recommended. No adverse patient effects were reported. Additional information was received indicating the device was explanted and successfully replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during an interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) a message was displayed indicating the device should be changed out due to an inability to upgrade. It was noted that approximately six months earlier, the estimated remaining longevity was 54%. After the message was observed the estimated remaining longevity was 16%. There was a concern the battery was depleting earlier than expected and data from the device was sent for analysis. Data analysis confirmed the battery appeared to be depleting more quickly than expected and device replacement was recommended. No adverse patient effects were reported. Additional information was received indicating the device was explanted and successfully replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.